Event description:
It was reported that during the pretest, unable to drain the water properly, so they tried to push and pull the syringe, but it was unable to inject water also from the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received 1 all silicone foley catheter with syringe. Upon visual inspection no physical defects present. Inflated catheter with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) using returned syringe. Balloon inflated with no difficulties and maintained 60:40 concentricity. Deflated within returned syringe passively within 1 minute and 45 seconds. DHR reviews is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, unable to drain the water properly, so they tried to push and pull the syringe, but it was unable to inject water also from the foley catheter.